Manufacturer narrative:
The patient underwent mesh implantation in order to treat an intermittent urinary stream, urgency, a cystocele, a rectocele, urethral hypermobility, vaginal vault prolapse-post hysterectomy, weak pubocervical tissue, and weak rectovaginal tissue. The patient underwent the concurrent procedures of an anterior and posterior repair, extraperitoneal colpopexy, and total prolift with mesh during mesh implantation. Baxters floseal hemostatic matrix was used during the concurrent procedures.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh revision surgery on (B)(6) 2010 due to pelvic and vaginal area pain, vaginal and bladder infections, urinary leakage, pelvic inflammation, mesh erosion, rectal pain, vaginal bleeding, and constipation. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urgency, vaginal itching/burning, and slight discharge.

Event description:
It was reported that following insertion the patient experienced dysuria, urgency, vaginal itching/burning, and slight discharge.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and irritation.